Event description:
Our staff encountered syringes in bd 50 ml syringes (lot no. 2310040) that appear to contain a lot of lubricant (at least optically visible). It has been discussed that this does no harm to the patient (please confirm by email), but that it could possibly be a production error.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4), follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2310040, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2310040 and were found to be within specification. Ten retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, a root cause cannot be identified at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Our staff encountered syringes in bd 50 ml syringes (lot no. 2310040) that appear to contain a lot of lubricant (at least optically visible). It has been discussed that this does no harm to the patient (please confirm by email), but that it could possibly be a production error.